Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial trial broke during surgery into 3 parts, and was disposed of at the time of the event. There was less than 1 minute delay as one of the other impactors on the tray was used to complete the process.

Event description:
No adverse impact to the patient. The radel impactor is a white impactor tip which after repeated impaction and processing becomes brittle over time and when it reaches the end of its working life tends to crack into 2-3 pieces. It was this plastic radel impactor that cracked.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.